Event description:
During preventive maintenance of the customer's device it was observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed preventive maintenance of the customer's device it was observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the logged event code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.